Event description:
Meter name: one touch, strip name: (lifescan, nonlifescan), meter code: unk, strip code: unk, strip storage: unk. Symptoms: dizzy and lightheaded. A pt reported they were seen in ER. Their meter allegedly was inaccurately low. The result on their meter was in the 100's (no units). The result on the ER meter was in the 400's (no units). The time difference between pt's meter and ER was unk. Treatment was an increased insulin dosage. No further info has been reported.